Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. A14897) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's past medical history included multigravida, parity 4 and recurrent abortion. Concomitant products included oxycocet (percocet), promethazine (phenergan) and sertraline (zoloft). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("painful menstrual cycles") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), migraine ("migraines"), headache ("headache"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), visual impairment ("vision problems") and eye disorder ("eye problems"). The patient was treated with surgery (she underwent hysterectomy to remove the essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea and nausea was resolving, the dyspareunia, abdominal pain, back pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, fatigue, urinary tract infection, vaginal discharge and weight increased outcome was unknown and the migraine, headache, visual impairment and eye disorder had resolved. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: date(s) of removal also reported as 2013 ¿ supracervical hysterectomy, uterus only. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 83.447 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: quality-safety evaluation of ptc update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and abortion spontaneous ("miscarriage") in a 35-year-old female patient who had essure (batch no. A14897) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 4, recurrent abortion, arthritis and anxiety. Concomitant products included oxycodone hydrochloride;paracetamol (percocet), promethazine and sertraline hydrochloride (zoloft). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 1 day after insertion of essure. In 2013, the patient experienced abortion spontaneous (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder or urinary problems or changes:bladder disorder"), urinary tract disorder ("bladder or urinary problems or changes:urinary problems"), fatigue ("fatigue"), urinary tract infection ("urinary tract infection"), migraine ("migraines"), headache ("headache"), nausea ("nausea") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), visual impairment ("vision problems") and eye disorder ("eye problems"). The patient was treated with surgery (she underwent hysterectomy to remove the essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, migraine, headache, nausea, visual impairment and eye disorder had resolved and the pregnancy with contraceptive device, abortion spontaneous, abdominal pain, back pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, fatigue, urinary tract infection, vaginal discharge and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, bladder disorder, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: date(s) of removal also reported as 2013 ¿ supracervical hysterectomy, uterus only. Current weight 184 lbs. She did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 83.447 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2019: event "miscarriage, pregnancy (stillbirth or miscarriage)", medical history added from pfs. Event outcome updated for dyspareunia, nausea, pelvic pain and dysmenorrhea. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. A14897) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's past medical history included multigravida, parity 4 and recurrent abortion. Concomitant products included oxycocet (percocet), promethazine (phenergan) and sertraline (zoloft). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("painful menstrual cycles") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), migraine ("migraines"), headache ("headache"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), visual impairment ("vision problems") and eye disorder ("eye problems"). The patient was treated with surgery (she underwent hysterectomy to remove the essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea and nausea was resolving, the dyspareunia, abdominal pain, back pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, fatigue, urinary tract infection, vaginal discharge and weight increased outcome was unknown and the migraine, headache, visual impairment and eye disorder had resolved. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: date(s) of removal also reported as 2013 ¿ supracervical hysterectomy, uterus only. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 83.447 kgs. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: events menorrhagia, apareunia, bladder disorder, urinary problems, fatigue, urinary tract infection, migraines, headache, nausea, vaginal discharge, weight gain, vision problems, eye problems, essure confirmation test not done added. Reporter, medical history, concurrent condition added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), back pain ("back pain") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (she underwent hysterectomy to remove the essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.